Event description:
Additional information was received. Hcp reported patient was taken to hospital for unrelated event and then discharged stable. Pump was working. It was also reported by the patient that there were no concerns with device or therapy ¿ concerns were resolved on (B)(6) 2012. If additional information becomes available a supplemental report will be provided.

Event description:
It was reported that the patient "died" last tuesday at the doctor's office during his refill. It was indicated that one of the health care providers (hcp) used a defibrillator to revive him. It was reported that the patient was getting up, as the wife usually walks out first and makes the patients appointment, however when the wife came back, the patient was sitting down, couldn't talk and eventually went unconscious. The primary physician believed that it was "infiltration of the device." The hcp who refilled the pump stated that this was not possible as she used a "scope." It was also indicated that the patient suffers from degenerative disc disease, spurs, and bulging discs. The patient's next refill was on (B)(6). The outcome of the patient was not provided. The drugs delivered via pump were fentanyl, clonidine and dilaudid. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, product type catheter. (B)(4).